Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for eval or add'l info becomes available.

Event description:
It was reported that pt had an infected ck large oveal 14 x 18 cm patch with ingrowth of small bowel causing stool leak. This resulted in surgery and debridement of the anterior abdominal wall with excision of the implanted marlex mesh and ptfe patch with resection of small bowel x2 with primary anastomosis.